Manufacturer narrative:
During investigation, an occlusion was found to block the tip of the hard cannula, preventing fluid from flowing the complete fluid path. Once the occlusion was cleared using a soldering iron, fluid flowed freely through the complete fluid path. The occluded hard cannula is confirmed as the root cause of the reported cannula obstruction of flow event. The exact cause of the observed occlusion could not be determined. Further inspection found no other defects or abnormalities in the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l. Cgm sensor type: not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl (>13.9 mmol/l) between 5 and 24 hours of wearing the pod. The pod was removed from their abdomen, and the reporter stated the cannula was blocked, and no insulin delivery was possible. As treatment, a new pod was applied.